Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the implantable cardioverter defibrillator (ICD) was under-sensing on the atrial channel. The patient was asymptomatic. No intervention was performed and there was no consequences to the patient.